Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (3000 mcg/ml at 650 mcg/day) via an implantable infusion pump. It was reported that the patient has had decreased relief for approximately 6 months. The dose was increased but the issue was not resolved. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. A catheter aspiration study was performed and came back negative for any cerebrospinal fluid. The catheter was replaced with a 8781 and the existing catheter was tied off and trimmed in the pocket. The issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.